Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high within range shock impedance measurements. Technical services (ts) was consulted and discussed stored data, with air entrapment suspected as the issue. Therapy delivery was turned off overnight and the next day, the measurements decreased and no other issues were noted. Therapy was reenabled. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high within range shock impedance measurements. Technical services (ts) was consulted and discussed stored data, with air entrapment suspected as the issue. Therapy delivery was turned off overnight and the next day, the measurements decreased and no other issues were noted. Therapy was reenabled. This device remains in service. No adverse patient effects were reported.